Manufacturer narrative:
The complaint of a dislodged surecuff is confirmed. Upon receipt a blood residue was observed imbedded in the dacron material. Gross and microscopic examinations showed glue material adhering to the catheter where the surecuff would be located on the catheter. The device had been in place for 406 days prior to the complaint incident. At this time the mechanism of damage is undetermined. A chr of lot #hutc2280 showed no similar product complaint(s) from this lot number. A chr of lot #huta1948 showed no similar product complaint(s) from this lot number. A chr of lot #huta0111 showed no similar product complaint(s) from this lot number.

Event description:
Dislodgement of sure cuff was found. The indwelling period was 406 days. With completion of the treatment, the catheter was removed. During the catheter removal, the sure cuff dislodged from the catheter. There were no indications for the sure cuff dislodgement noted prior to this incident.